Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was damaged. The lens was removed with no patient injury, no enlarged incision or sutures. A collamer single piece lens was implanted.

Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: visual inspection of the returned product found the lens optic scratched and torn. One haptic was bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).